Event description:
Complaint: unexplained sudden drop in map (med neb tx being given at the time). The driver did not stop. No pt compromise (settings: map 10, amp15, 33% it, 6hz, flow 15, max15, min 5). I asked eddie whether any cap diaphragms were changed out. He said 'no'. He said that they troubleshooted for a "leak", could not find any, and placed the pt on their "standby" vent. During the "switch", the therapists had a hard time establishing pressure on this event as well. Reporter reports that they did some "manipulation" with the settings and they were finally able to generate the pressure and place the pt on the vent. (Pt circuit cal and perf. Check previously done before placing it in their "standby" mode). Although the pt is currently on this vent and the vent is running fine, risk management wanted these vents removed and replaced. I explained to reporter that the "first" complaint was probably due to a bad cap diaphragm and explained about how the vent works, med nebs, leaks, 20%max paw alarm...and gave him some "troubleshooting" suggestions. He understood, but said that it is "risk mgmt" that questions the "performance" of the 3100as now. He said that he will try to give them the info that I gave him regarding these vents and maybe they'll "understand" them better.

Manufacturer narrative:
The viasys tech support rep in consultation with the end user determined that the most likely root cause of the reported event was a faulty cap diaphragm on the pt circuit. The rental company will replace this rental unit with another. No component and symptom trend has been identified, and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.